Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hemoglobin result of 139 on a (B)(6) male patient admitted with pr bleed. There was no additional patient information. (B)(6) there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 31-jan-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w21281.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Due to the expiration of ec8+ cartridge lot k21158 (B)(6) 2022, retained testing could not be performed. Retained testing of e3+ cartridge lot k21184 met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for ec8+ cartridge lot k21158 or e3+ cartridge lot k21184.

Event description:
Na.